Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while on an airplane. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer's blood glucose level was not impacted.